Manufacturer narrative:
(B)(4). Serial #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the applicator controller does not tighten the staple completely. It is unknown how procedure was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. H2: additional information: one photo was received for review. Upon visual inspection of one photo, the following was observed: the photo shows a ligaclip device from top view with serial number (B)(6), no damages could be observed on the jaws. Based on the photo alone, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event, however no device was received for analysis. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2020. H2: additional information: a photo was received for review, however no review of the photo has been completed at this time. When the photo review is completed, a supplemental mw will be sent with results of photo review.